Event description:
The hosp reported that during the endoscopic vessel harvesting procedure, the device was difficult to pull back making it difficult to cut the vein. Surgeon chose to use the same device to complete the case. No pt complications were reported.

Manufacturer narrative:
The bisector did encounter some resistance passing through the main seal. The seal opening is sized to maintain a tight seal around the shaft of the bisector. Once through the main seal, there was little or no resistance in the cannula section of the device. Also, the bisector blade extended and retracted with ease. Therefore, the customer complaint is not confirmed. It is not possible to determine the root cause or even provide a probable cause since there were no non-conformance's discovered during the investigation. No non-conformance material reports (ncmr) were recorded in the lhr of the device.